Event description:
It was reported that the pump's top case was broken and exhibited check syringe error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked under the tube holders and the bottom case was cracked under the l-bracket. Check syringe plunger sensor error found in pump event history log. During functional testing the check syringe plunger sensor error was found at power up process. The two flippers on left plunger case were resting on top the ear clip when plunge assembly was pushed all the way in. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced left plunger case and performed power up process and all the functional tests which passed.